Event description:
The user facility reports while trying to remove the catheter, they encountered resistance and the catheter broke. The facility believes 3 to 4 mm were left in the patient. An x-ray was performed and no evidence of the broken tip was visualized. The broken catheter is being held in risk management of the hospital. It is unknown at this time how long the catheter was in use. No patient injury was reported. Additional information was received in 04/2002. The phyisican believes the catheter was caught up against bone and acted like a "knife" when he went to remove it. The broken tip will be left in the patient.